Event description:
It was reported that the bd injector n35-o multi had foreign matter. The following information was provided by the initial reporter: we recently performed a flush procedure on the two components listed below using our standard formulation buffer. After storage, we observed the following phenomena: a distinct oily film floating on the liquid surface visible particulates settling at the bottom of the container could you please confirm: what type of silicone oil (e.g., picture below) is used in the manufacturing or surface treatment of these components? Is the silicone oil applied as a coating, lubricant, or anti-foaming agent during production? Are there any specifications or test data available regarding silicone oil leaching under aqueous buffer conditions? We appreciate your attention to this matter. Your clarification will help us assess potential root causes and determine next steps. Products: phaseal optima protector 515064 syringe adapter injector 515052 and 515053. Per additional details: response information: the silicone used in these products is a medical grade silicone lubricant. The exact type is proprietary and cannot be shared. It is applied at a lubricant. I am reaching back out to medical affairs regarding any testing we may have. We will email you a response once it is received. Internal response notes: original email on email string shows that customer was corresponding with (B)(6) in medical affairs. On 2-11-2026 emailed (B)(6) requesting any testing we may have performed regarding leaching.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.